Event description:
The customer stated an architect i1000sr analyzer generated a (B)(6) result for one patient sample. The analyzer generated a (B)(6) result of (B)(6), and a (B)(6) confirmation test of (B)(6). The sample was sent for pcr testing. There was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, specificity testing, a search for similar complaints, a review of labeling, and a review by the associate medical director. Analytical specificity testing was performed using an in-house reference lot of architect anti-hbs reagent lot 22285lf00. All validity and acceptance criteria were met. Tracking and trending identified no adverse trends related to the customer's issue. Labeling was reviewed and found to be adequate. The associate medical director's review found that chronic (B)(6) infection and replication is able to occur resulting in concurrent detection of (B)(6). No product deficiency was identified.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, architect anti-hbs, ln 07c18, that has a similar product distributed in the u.s., architect ausab, ln 1l82. A follow up report will be submitted when the evaluation is complete.